Event description:
It was reported the procedure was to treat a heavily calcified right coronary artery. The lesion had been pre-dilated with a 3mm unspecified balloon at 16 atmospheres (atm) and post dilated with a 5mm unspecified balloon at 16 atm. A 4.0x33mm xience skypoint stent delivery system (sds) was advanced and the stent deployed; however, the sds had difficultly being recaptured in the guiding catheter during removal. It was noted during the post-market evaluation (pme), the physician's concern regarding the balloon profile after deflation [balloon refold] was not optimal. There was no reported adverse patient effect and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Estimated date of event - (B)(6) 2022. Implant date. The stent remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported failure to fold and difficult to remove. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported the procedure was to treat a heavily calcified right coronary artery. The lesion had been pre-dilated with a 3mm unspecified balloon at 16 atmospheres (atm) and post dilated with a 5mm unspecified balloon at 16 atm. A 4.0x33mm xience skypoint stent delivery system (sds) was advanced and the stent deployed; however, the sds had difficultly being recaptured in the guiding catheter during removal. It was noted during the post-market evaluation (pme), the physician's concern regarding the balloon profile after deflation [balloon refold] was not optimal. There was no reported adverse patient effect and there was no reported clinically significant delay in the procedure. Subsequently, after the initial was filed it was confirmed there was a refold issue. No additional information was provided.